Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the instrument was partially applied with six remaining clips. The ratchet function was engaged. The distal end of the channel cover was intact. Microscopic inspection revealed that the jaws were misaligned. Functionally, each remaining clip loaded properly in the jaw .when the cartridge was empty, the interlock engaged and prevented the jaws from approximating. It was reported that the clips were not loading properly. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The misaligned jaws condition may occur if the distal end of the device is subjected to excessive manipulation during application of the instrument. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not excessively twist or torque the jaws. Excessive twisting or torqueing the jaws may dislodge clip from the jaws or cause clip malformation after jaw closure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an open diep flap, it was noted that the surgeon was able to squeeze the handle and there were issues with the loading or firing of the clips. The left saphenous vein was cut and there was tissue damage. The surgeon used a 7-0 suture to repair the left saphenous vein adjacent to the femoral vein. It was noted that the patient extended hospitalization.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an open diep flap, it was noted that the surgeon was able to squeeze the handle and there were issues with the loading or firing of the clips. The left saphenous vein was cut and there was tissue damage and bleeding. The surgeon used a 7-0 suture to repair the left saphenous vein adjacent to the femoral vein. It was noted that the patient extended hospitalization.